Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, the battery compartment was cracked at the case seal below the bumper. Unrelated to the original complaint, there were two cracks between the case seal and the display lens. There was a piece of the casing missing at the cartridge compartment threads. The display appeared dim and discolored. The audio bolus button was found to be intact but unresponsive. The cover was removed and there was contamination in the compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.